Manufacturer narrative:
The insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The functional tests could not be completed due to this alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, and a broken belt clip slot.

Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was not provided. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).